Manufacturer narrative:
(B)(4)

Event description:
It was reported a revision surgery is planned after surgeon found that the locking screws are backing out post-op two weeks.

Manufacturer narrative:
The associated complaint devices were not returned. A visual inspection of the product could not confirm the stated failure without obtaining the actual device/ product. A clinical analysis indicated that it was reported that a (B)(6) patient was implanted with a periloc plate and locking screws. The two week post-op x-rays confirm that the locking screws have backed out. It was communicated that the surgeon stated he intends on revising the implant approximately one month post implantation. However, to date there is no report of the revision being performed. The only other clinical documentation provided for review is the pre-op blood work, which indicates slightly elevated wbc, which can be attributed to an inflammatory response to the fracture. Based on the information provided and reviewed, there is no indication or report of patient injury. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.